Manufacturer narrative:
(B)(4). No conclusion available; the reported field event of backup vvi was confirmed in the laboratory via review of the device image and was found to be due to a power-on reset. The device was tested on the bench and a high voltage output transistor was found to be shorted. The cause of the shorted output transistor could not be conclusively determined.

Event description:
It was reported that a patient presented in the hospital after receiving multiple inappropriate shocks. The episodes were recognized as vt. The device was in backup vvi mode and was not providing defibrillation support. The patient was not exposed to MRI nor had any medical procedures. An attempt to reload the device failed. The device was explanted and replaced. The patient was in good condition.